Event description:
The customer tested her blood glucose using her contour meter and received readings of 177 and 250 mg/dl. Her glucose was retested using another meter and that reading was "hi". The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and insisted her meter be replaced. Her meter is to be returned for evaluation. A new contour meter kit was sent to the customer.